Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous pedicle screw fixation due to t12 vertebral body fracture. Intra-op, after operating the final tightening, when removing the extender, the tip of the extender broke. The device came in contact with the patient. No fragment of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual examination identified associated -04/-05 component head grippers are bent laterally and fractured and at the corners of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.